Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported the patient experienced lead protrusion, and infection with pain and purulent secretions at the base of the skull close to the left ear. Microbiotic swabs were taken for analysis, but results were not provided. The patient was prescribed ancef and ertapenen. The physician attempted to reposition the lead under local anesthesia, but found it was too painful for the patient. The patient then underwent a revision procedure where the protruding lead was disinfected and repositioned. The physician assessed the event may have been caused by the patient pushing and rubbing behind his ear resulting in skin erosion. Patient did well post-operatively.